Manufacturer narrative:
The reported events were lead dislodgement and inadequate capture. As received, a complete lead was returned in one piece. The s-curve hump height was measured within specification. The reported event of loss of capture was not confirmed. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual examination found no anomalies.

Event description:
It was reported that increased capture threshold was observed on the left ventricular lead. Diagnostic imaging was performed which confirmed lead dislodgment. The lead was explanted and replaced to resolve the event and the patient was stable.